Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low pressure alarm. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Low pressure alarm is activated if measured pressures are outside alarm limits. Based on provided information, the issue was resolved by replacing compressor tubing kit. The root cause to the reported issue has not been determined.